Manufacturer narrative:
The device was received by the manufacturer and the investigation is in progress.

Event description:
The event involved a plum set that reportedly had a piece of hair inside the cassette. There was no patient involvement, no adverse event, no delay in critical therapy, and no one was harmed as a result of the event.

Manufacturer narrative:
Received one used list# 140013190, with the complaint of a hair found inside of the set. As received, the set is confirmed to have a hair inside of the lifecare 5000 cassette. When the set was decontaminated, the hair broke loose and traveled out of the set with the fluid. The lot history could not be reviewed as no lot number was provided. The reported complaint can be confirmed. The probable cause is due to an error during the gowning procedure at the manufacturing site in costa rica.